Event description:
For (B)(4), it was reported that 49 batteries were not operating correctly. For battery sn (B)(4), reported description was that the battery did not work even though it was fully charged. No adverse event reported.

Manufacturer narrative:
Battery sn (B)(4) was not returned, and test data for the battery was not provided. A supplemental report will be filed if the battery is returned, or test data is provided. No adverse event reported.